Manufacturer narrative:
Unknown taper. Medwatch sent to the FDA on 06/29/2016. The reporter of the event was asked if the product could be returned for analysis and to indicate product serial number. To date, neither the device nor any further device information has been received by apollo. Without device or device serial number, the taper type is unknown. If returned, visual examination may determine the connector type associated with this event. The complaint was reported by the patient. Further information regarding the event, dates of diagnostic testing, patient information, device information and verification that follow up could be conducted with the physician. To date, apollo has been unable to confirm the events with the physician or received additional information. Device labeling addresses the reported event of possible symptoms of autoimmune/connective tissue disorders (rheumatoid arthritis) as follows: contraindications: patients or family members with a known diagnosis or pre-existing symptoms of autoimmune connective-tissue disease such as systemic lupus erythematosus or scleroderma. Precautions: although there have been no reports of autoimmune disease with the use of the lap-band® system, autoimmune diseases/connective tissue disorders (i.e., systemic lupus erythematosus, sclero-derma) have been reported following long-term implantation of other silicone implants. However, there is no conclusive evidence to substantiate a relationship between connective-tissue disorders and silicone implants.

Event description:
Reported as: patient with the lap-band system reported [patient] believes "there is a connection between my lap band, and the appearance of rheumatoid arthritis symptoms." The patient's lap-band system was explanted.